Event description:
Caller reported a malfunction on pump with a malfunction code malf 12 that persisted after an attempted reset. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.